Manufacturer narrative:
The complaint database was reviewed and analysis shows no trend for item/lot.

Event description:
Allegedly : revision was because implant was malrotated. An advance cck was implanted at the revision of this tkr. Original surgery 2004.

Manufacturer narrative:
The investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00873 and 00874. This event occurred in (B)(6).